Manufacturer narrative:
Continuation of d10: product ID a820. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that that they had their pump filled a couple days ago and they had to call once a month to clear it out because it takes so long to deliver a dose. The agent walked the patient through clearing the data. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was provided from a consumer indicated that the patient recently had their pump filled and they have to call in every time they get it filled to clear out the cache so that it doesn't take forever to download a bolus. The patient stated it lags for about 45 seconds. Agent walked patient through clearing data.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the patient needed help in clearing the data on their device. The patient stated that they call every month after they have a refill to clear the data. The agent walked the patient through to clear the data.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.